Manufacturer narrative:
The customer states the printer is not printing. The printer was rebooted with no change. The customer rebooted the cns (central monitoring system) and received a "protect key not connected" message. The dongles on the cns are properly connected. The customer rebooted the cns once more and is now receiving a windows error. The customer was sent a loaner. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when new information is obtained. Device not being returned.

Event description:
The customer states the printer is not printing. The printer was rebooted with no change. The customer rebooted the cns (central monitoring system) and received a "protect key not connected" message. The dongles on the cns are properly connected. The customer rebooted the cns once more and is now receiving a windows error. The customer is being sent a loaner.

Manufacturer narrative:
Manufacturer narrative: the customer states the printer is not printing. The printer was rebooted with no change. The customer rebooted the cns (central monitoring system) and received a "protect key not connected" message. The dongles on the cns are properly connected. The customer rebooted the cns once more and is now receiving a windows error. The unit has been evaluated and the reported problem could not be duplicated. The customer was informed that there could be an issue with the parallel cable he is using. The customer approved sending the unit back as "cnd" (could not duplicate). The device has been returned to the customer with no repair needed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.